Event description:
Tap. It was reported that 95 days after implantation of a 2.5x24mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the mid to distal left anterior descending artery (lad). A pre-intervention stenosis of 90% was reported. Following angioplasty, a 2.5x24 mm taxus drug eluting stent was deployed at 14 atm within the region of the lesion. The lesion was post-dilated in the "mid portion" with a 2.5 mm noncompliant balloon catheter to 26 atms. The percentage of residual stenosis was not reported. It was reported that the pt "tolerated the procedure well." No complications were reported. The pt presented 95 days after the initial procedure, with 60% in-stent restenosis in the distal lad. In the regions proximal and distal to the stent, a 90% stenosis was noted. Following percutaneous transluminal coronary angioplasty (ptca), a 3.75x32mm and a 2.5x24mm taxus stent were deployed in the regions of the previous de novo stenoses and in the region of the in-stent restenosis. A post-procedure residual stenosis of 0% was reported. It was reported that the pt tolerated the procedure well.